Manufacturer narrative:
The reported event of capture anomaly could not be confirmed. Presence of body fluid in the right ventricular lead bore was confirmed. Visual inspection of the septum, setscrew and contact spring did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
Related manufacturer report number 2017865-2021-36364. During follow-up, increased capture threshold was observed on the right ventricular (rv) channel. During a revision procedure, blood was observed in the device header at the df-4 connection via the silicone seal. During the procedure, old blood was also observed in the rv leads insulation due to possible insulation damage, although no defect could be found. The event was resolved by explanting and replacing the device. The rv lead remains implanted and active. The patient was in stable condition.

Event description:
Additional information received indicated noise resulting in oversensing was observed on the right ventricular (rv) lead. Diagnostic imaging was performed but revealed no anomalies. The event was resolved by capping and replacing the rv lead.